Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a implantable cardioverter defibrillator replacement procedure. Upon interrogation prior to the procedure, it was noted that the atrial lead exhibited loss of capture. The atrial lead was capped and replaced (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.